Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during use with a bd vacutainer® ultratouch¿ push button blood collection set the needle did not retract and phlebotomist received needle stick injury to the ring finger on right hand. The patient and phlebotomist were tested. The following information was provided by the initial reporter: phlebotomist sustained a needlestick injury due to the safety not engaging on the 21g butterfly and while the collector was withdrawing the needle it scraped the ring finger on her right hand. I have confirmed with the collector and it did not retract when she pressed the button prior to removal from the arm. She also tried to get it to retract following the needlestick and it again wouldn¿t retract.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa common device name: intravascular administration set a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® ultratouch¿ push button blood collection set the needle did not retract and phlebotomist received needle stick injury to the ring finger on right hand. The patient and phlebotomist were tested. The following information was provided by the initial reporter: phlebotomist sustained a needlestick injury due to the safety not engaging on the 21g butterfly and while the collector was withdrawing the needle it scraped the ring finger on her right hand. I have confirmed with the collector and it did not retract when she pressed the button prior to removal from the arm. She also tried to get it to retract following the needlestick and it again wouldn¿t retract.